Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate and confirmed the reported issue. The fse tested the iabp unit's power cord and noted proper function. The fse replaced the power supply and observed that the a/c light for the iabp unit was illuminated when the iabp unit as plugged in, and the iabp unit was observed to be charging in the cart. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not engage ac power and continued to use the battery. It was noted that there was no ac light on the cart and the batteries were not charging. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not engage ac power and continued to use the battery. It was noted that there was no ac light on the cart and the batteries were not charging. There was no patient harm and no adverse event was reported.